Event description:
A pediatric patient developed an allergic reaction after the collodian remover was used. The patient was treated for the swelling and rash with a cream. The patient was discharged. The lot is unknown. The sleep center has previously used the collodian remover on both adult and pediatric patients with no adverse reaction.